Event description:
Patient receiving ldl apheresis using av fistula. Use of 18g sysloc jms needles lot # 120403513 caused skin reaction at needle insert point. After several tx¿s and pt. Continued to have skin reaction, we ruled out topical washes, etc, and after using different lot # needles, pt no longer had reaction at needle insert point. After several tx¿s and pt. Continued to have skin reaction, we ruled out topical washes, etc, and after using different lot # needles, patient no longer had reaction. Reaction included: red, itchy, raised/bumpy circular areas that lasted up to two weeks. Dates of use: (B)(6) 2013. Reason for use: ldl apheresis.